Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred; therefore, no product is expected to be returned. However, the procedure was converted to laparoscopic procedure after port placement. The integrated table motion (itm) is a third party product. This medwatch represents the conversion from robotic to laparoscopic. See section h10 for the reported burn to the surgeon's thumb. Section d10 concomitant products: hillrom integrated table motion robotic operating table.

Event description:
It was reported that prior to the start of a da vinci-assisted endometriosis resection procedure, the integrated table motion (itm) table caught fire, resulting in a minor burn to the surgeon. The cause of the fire is unknow; however, the surgeon does not believe that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. This incident occurred after the transfer of the patient to the itm table and the placement of ports. The patient was not injured. The hospital was unable to provide details regarding any medical interventions that may have been performed or the severity of the surgeon's injury. Consequently, the patient was relocated to another room, and the procedure was completed laparoscopically.